Event description:
It was reported that the pt had prolonged bleeding at the puncture site from a dissection of the right femoral artery post-procedure. The pt underwent peripheral vascular surgery. During the six month follow-up period, the pt died after re-hospitalization for heart failure and renal insufficiency. The pt's death occurred post-procedure before discharge in 2005, and is felt to be unrelated to the device; therefore, this is being filed as a serious injury MDR. No additional info was available.